Event description:
Complainant alleged that while analyzing the heart rhythm of a pt (age and gender unk), the device issued a "shock advised" prompt for a hear rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.